Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/23/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure. During mid radiofrequency while modifying the slow pathway of the atrioventricular node (av node), a distinct steam pop sound was identified. The ablation cycle length was 45 seconds when the steam pop was observed at the same tip position. Subsequently the patient developed two to one heart block which was confirmed with EKG. The patient received a cardiac pacemaker and had to be ventricular paced temporarily. The patient did not require extended hospitalization. The patient was sent to the intensive care unit. The patient fully recovered. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. Per the event, the catheter was tested for eeprom and biosensor functionality and carto. The catheter failed during biosensor functionality test and carto. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. An internal corrective action has been opened to investigate the potential pcb issues/intermittency. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown. The customer complaint cannot be confirmed. The root cause does not appear to be manufactured related. An internal corrective action has been opened to investigate the potential pcb issues/intermittency.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17320135m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: carto 3 rmt system, model #: m-5830-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) old female underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a navistar catheter and suffered a heart block which required a cardiac pacemaker insertion. The patient's medical history was unknown. During mid radiofrequency while modifying the slow pathway of the atrioventricular node (av node), a distinct steam pop sound was identified. The ablation cycle length was 45 seconds when the steam pop was observed at the same tip position. Subsequently the patient developed two to one heart block which was confirmed with EKG. The patient received a cardiac pacemaker and had to be ventricular paced temporarily. The patient did not require extended hospitalization. The patient was sent to the intensive care unit. The patient fully recovered. There were no reported malfunction with any of the catheters and systems used during the procedure. However, the physician believes that the output parameters of the smartablate generator are slightly different at a given power, when compared to the stockert generator. In other words, he believes there is more wattage delivered than what is displayed. Settings during the event include: temperature control mode / 50 watts / 55 celsius.